Event description:
It was reported to nuvectra that the patient was experiencing pain in the chest, rib, and shoulder. An x-ray of the chest exhibited a lead migration. Subsequently, a revision was performed on (B)(6) 2017 and the lead was re-positioned. Follow-up report indicated that the patient was doing a lot of bending and lifting. The patient is currently doing well.